Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top case front lower left corner was chipped. Bottom case missing rubber feet glue and cracked by the battery compartment area. During power up, the start up process and syringe testing, the reported problems could not duplicated. The root cause of the issue could not be determined, as the liquid crystal display was installed and working as intended. Replaced liquid crystal display board (older design and glue the connector to the main board as a preventive measure). Replaced the tapered spring, barrel clamp rod and barrel clamp guide as a preventive measure. Performed all preventative maintenance and functional testing.

Event description:
It was reported that the screen is flickering and won't recognize syringe size. No patient injury was reported.